Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. Without a lot number, a review of the manufacturing records could not be conducted. The medical records provided indicated the patient experienced adhesions, seroma, obstruction and perforation which appeared to be secondary to the adhesions experienced. In regards to seroma and adhesions, both are listed as known possible adverse reactions in the instructions-for-use. In regards to the attorney allegations of "corrosion" and infection, the medical records provided did not support any type of infection or "corrosion" in relation to the implanted ventralight st mesh. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2012 - the patient underwent an exploratory laparotomy due to intestinal obstruction due to adhesions. On (B)(6) 2013 - the patient underwent repair of ventral incisional hernia with implant of a bard ventralight st with echo ps. Per the implant op report "the hernia defect was measured and a 20x15cm bard prosthesis (ventralight st with echo ps) was selected. This was placed through the 12mm port and grasped at the center catheter and pulled out through the middle of the repair. Orientation was done appropriately and the mesh insufflators were inflated until the mesh could be pulled upward and lay flat against the anterior abdominal wall. The secure strap was used to tack the mesh into place until it was firmly affixed, especially from the edges. The insufflations portion of the mesh was grasped and pulled through the large trocar site." On (B)(6) 2013 - the patient presented to the ER with complaints of severe abdominal pain. A CT scan was performed and the patient was diagnosed with a post operative seroma. The patient was advised the seroma would dissipate over several weeks. On (B)(6) 2013 - the patient had md office visits with complaints of abdominal pain and a palpable stitch at his umbilicus. Per the md notes, "because of his lack of adipose tissue the closing suture was prominent but not penetrating the skin at the time. Recommendation of removing the stitch was made." On (B)(6) 2014 - the patient had an md office visit with complaints of a small nodule in the center of his incision. The md assessed and felt it was scar tissue. No drainage and wounds were noted. The patient was recommended to use bacitracin and a band-aid for one month. The md indicated that if that did not resolve it he would surgically remove it. On (B)(6) 2014 - the patient presented to the doctors office with a suture granuloma, iliacus. A blade was used to excise the granuloma and a portion of the underlying suture was removed. The wound was cauterized with silver nitrate and a bacitracin ointment dressing was applied. On (B)(6) 2015 - the patient was diagnosed with a high grade small bowel obstruction. The patient underwent an exploratory laparotomy, extensive lysis of adhesions, small bowel resection and anastomosis. Per the op report details "patient was noted to have dense adhesions involving the small bowel loops and the omentum and the anterior abdominal wall. These were carefully undertaken down. There was about 2 foot segment of small bowel which did not appear to be healthy at all and it was decided to resect this area." On (B)(6) 2015 - the patient was diagnosed with a perforated viscus. The patient underwent an exploratory laparotomy, extensive lysis of adhesions, small bowel resection and anastomosis, loop ileostomy, peritoneal lavage, closure of abd wall defect with xenmatrix biological mesh and placement of a wound vac dressing. Per op report details "succus entericus emanating from the lower portion of his incision. The small bowel appeared to have broken down at the site where it was densely adherent to the previously placed mesh when the patient had a laparoscopic ventral hernia in the past. It was decided since the bowel did not appear to be healthy at that point; the point where it has opened up, it was decided to resect this portion of the small bowel. It appeared that because of the bowel distention there would be too much tension on closing the abdomen as previously done before, so therefore, it was decided to use some xenmatrix mesh." The attorney alleged the patient experienced "corroded" mesh and infection.